Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual inspection found foreign material on lens surface (red and clear residue) and the haptics were curved in. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -11.0/+2.0/88 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vaulting and the lens was exchanged for a lens with a different length and similar diopter. The problem was resolved. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20 and post-op uncorrected visual acuity (ucva) was 20/20.